Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight and broken shell. A microscopic analysis was performed which identify, sharp edge and with non-penetrating nicks (stress marks) assessed, as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge opening with non-penetrating nicks, due to surgical impact. Non-penetrating nicks (stress marks).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.